Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. No button error alarm noted. Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label, and missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 12.6 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.